Event description:
The customer alleges erratic back to back results of 178 mg/dl and 96 mg/dl. The customer did not report any adverse event based upon suspect results. Return requested and replacement was sent.